Manufacturer narrative:
The device did not have a battery installed when received. Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08730 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device had minor scratched display window, cracked display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window and a partially broken off reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2019. The cause of death was heart issues. The caller stated that the customer had heart and kidney issues that may have led to the customer's passing. The customer¿s blood glucose was 54 mg/dl at the time of admission. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected more than 48 hours prior to passing at the time of hospitalization. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.